Manufacturer narrative:
The failure analysis was not possible because the unit involved in the reported event will not be returned for evaluation. The device history record (DHR) review was not possible because the customer just provided the catalog # id4501i, but not the lot number involved in the event. The reported condition described as cerebrospinal fluid (csf) leak could not be confirmed. The root cause is undetermined. Possible complications, as csf leak, can occur with any neurosurgical procedure as recognized in the adverse events section of the instructions for use (IFU).

Event description:
A customer reported that the id4501i duragen 4x5 1 pack ce was used to remove metastatic tumors (craniotomy tumor removal) on (B)(6) 2019. The patient did not complain of a headache and the condition was "mild and healthy", but cerebrospinal fluid was leaking from the skin incision on (B)(6) 2019. Re-operation occurred on (B)(6) 2019. In the second surgery, duragen was removed and closed with another artificial dura mater. Additional information has been requested nut no other clinical information has been provided.